Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Explant date: a year ago from the aware date.

Event description:
It was reported that the patient underwent an ipg explant procedure due to patients body rejecting the device. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.